Event description:
It was reported the customer had a button error alarm, keypad anomaly and battery out limit alarm on their insulin pmp. Customer's blood glucose was 258 mg/dl. The customer was assisted with clearing the battery out limit alarm. The customer's alarm history also showed several other battery limit alarms. The customer was advised to disconnect from the insulin pump. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).